Event description:
"A legal complaint was filed in which the plaintiff's attorney alleges that the claimant, in 2025, experienced a popliteal vein thrombus treated with anticoagulation. On or about (B)(6), 2008, presented to the emergency room and underwent a thrombectomy. On or about (B)(6), 2008 underwent a placement of a braun venatech lp inferior vena cava filter on (B)(6), 2008. The plaintiff's attorney alleges that the claimant learned on or about (B)(6), 2024 his venatech lp filter has tilted, perforated and penetrated the claimant's ivc, and fractured in two places. The plaintiff's attorney alleges that the claimant, on or about (B)(6), 2024, underwent a CT scan where it was discovered his venatech lp filter fractured, tips of which penetrated and perforated his ivc so that the fractured components are on the outside of the vein." "For complaint (B)(4), in louisianna, we do not need to reach out to the hospital because the device is still in the plaintiff's body.".

Manufacturer narrative:
Note: product reference 5010024 is not cleared for sales in the USA, but it is similar to the product reference cleared # 510k240578. Investigation results will be sent in the medwatch report - follow up.